Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure, the front grip of a valiant captivia delivery system detached during flushing and again when the delivery system was inserted into the body, moving toward the proximal side. It was noted that the device was used in accordance with the instructions for use. The slider handle was not being rotated at the time of the detachment, and no excessive force was applied. The event occurred twice and was considered to involve a defective product. A vamf4040c200tj device was used to complete the procedure. No additional clinical sequelae were reported, and the patient is reported to be fine.